Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pm009 interrupt af clinical study, subject ID: (B)(6). It was reported that after an ablation procedure to treat subventricular tachycardia using an intellamap orion high resolution mapping catheter and intellanav mifi open-irrigated catheter, the patient experienced chest pain. The procedure was performed on (B)(6) 2023 and on (B)(6) 2023 the patient experienced pleuritic chest pain. The patient was given colchicine and the issue was considered resolved on (B)(6) 2023. The original procedure was completed successfully, and no other complications were reported. The catheter is not expected to be returned as the complication occurred after the procedure.